Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery due to motor encoder signal out of phase. Unable to perform the occlusion and no delivery test due to motor error alarm. Unable to confirm the motor position encoder error alarm due to erased history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for motor position encoder error. Blood glucose was 85 mg/dl. Customer reported that drive support cap appears normal (slightly indented). The insulin pump will be returned for analysis.